Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the imaging system was unable to communicate with the collimator upon boot up. After performing a reboot, the system started functioning properly. The issue occurred before a case, and there was no patient involved.